Event description:
Customer states he received a button error alarm. Customer's blood glucose was 294 mg/dl, which he treated with manual injection. Insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.